Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle was not functioning. The following information was provided by the initial reporter: the outer cover is loose and spins, and the pen needle cannot be attached to the pen properly.

Event description:
It was reported that the bd micro-fine¿+ pen needle was not functioning. The following information was provided by the initial reporter: the outer cover is loose and spins, and the pen needle cannot be attached to the pen properly.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1166158. D4: medical device expiration date: 30-jun-2026 . H4: device manufacture date: 15-jun-2021. D4: medical device lot #: 1138219. D4: medical device expiration date: 31-may-2026. H4: device manufacture date: 18-may-2021. D10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary two open 32g x 4mm pen needle samples from lot. No. 1138219 and one open 32g x 4mm pen needle sample from lot. No. 1166158, cat. No. 320136 were returned along with six photos. Visual examination was carried out on the three open samples and photos and a broken non patient end of cannula was observed on all three samples. A functionality test as per q-sop-183-dl was carried out on all three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.